Event description:
It was reported by the customer that a pyxis anesthesia es system map feature for the drawer was not displaying. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the map feature for the drawer was not displayed. A field service engineer installed a position sensor with a rail mount to enable the site to utilize the map feature within the application. The system functioned as intended after the field service engineer troubleshooted the device.